Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 99% stenosed lesion located in the calcified, severely tortuous distal rca (right coronary artery) with a 3.50 x 12 mm taxus express2 stent. Vascular access was right radial. The lesion was pre-dilated with another MFR's balloon, resulting in 50% residual stenosis. The taxus express2 sds (stent delivery system) was unable to cross the lesion. It was noted the stent became damaged in the physician's attempt to cross the target lesion. The procedure was completed with another MFR's 3.00 x 18 mm stent. There were no reported pt complications. The pt status is listed as "good".